Manufacturer narrative:
Na

Event description:
It was reported that the atrial lead exhibited loss of pacing and sensing. During the laser extraction procedure, as the physician pulled the lead out, it perforated the patient's atrium and the patient expired.